Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate gauge was inaccurate. Customer reloaded cartridge and fill estimate was accurate. Blood glucose was 255 mg/dl.